Event description:
"Sensor error" as reported by app, resulting in urgent low hypoglycemia. Repeatable any time blood glucose changes rapidly, high to low. Seriously endangers users relying on product to prevent effects.